Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Four complaints were received during this report period. Of these, 1 was not returned for evaluation. All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 4 </noe> malfunction events which are associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. These reports were received from various sources. Patient information was confirmed for 1 event. Age - (B)(6). Weight -(B)(6).